Event description:
Procedure type: colectomy end to end anastomosis. Patient gender: unk. According to the reporter, while removing the instrument it was observed that the tissue was not fully cut. The instrument was removed, and a new one was used and the anastomosis was completed with well formed donuts. No patient injury or bleeding, however, was reported.

Manufacturer narrative:
.